Event description:
On (B)(6) 2013, the reporter stated that since summertime when the ward changed catheters from venflon pro to venflon prosafety, they experienced several cases of phlebitis with purulent secretion on the tip of the catheter. After these experiences, the ward decided to stop using venflon prosafety, and go back to the conventional catheter venflon pro. Several patients experienced phlebitis and needed the catheter to be removed and a new catheter inserted. The catheters were being used for different types of drug infusions. Additional information received via e-mail on (B)(6) 2014, the reporter stated that in one of the patients, in less then 24 hours the IV catheter was removed because of phlebitis. Diclocil an antibiotic was being infused in the catheter, and the infection resulted in postponed implantation of his peacemaker. Additional information received via e-mail on (B)(6) 2014, the reported stated that the pt with the pacemaker implantation was postponed for two week the pt received IV antibiotics for one week to treat the phlebitis and the following week the phlebitis resolved.

Manufacturer narrative:
The original sample was not returned. 2 unused samples were received and visually inspected with no sign of a damaged seal. The samples worked as intended. Unable to determine the root cause. Sterility records were reviewed and the bath was sterile according to the specifications. Device history review was conducted and no anomalies noted. Complaint history check yielded no other complaints for similar condition for the lot reported. Regulatory compliance will continue to monitor on monthly trend reports.